Manufacturer narrative:
The reported complaint was confirmed by the field service representative (fsr). The fsr checked all connections and could not determine were the air was coming in from. Once the "cool down" button was pressed, the air disappeared. The customer is okay using this method. The unit operated to MFR specifications once "cool down" was pressed and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during the use of the device for a non-clinical activity, there was air in the main line causing interruption in flow on the cooler heater unit. The user facility was cleaning and getting this unit ready, the unit is still working and they are using it for cases. There was no pt involvement.